Manufacturer narrative:
The exchanged parts have been sought for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the compressor could not be switched on. There was no patient injury. (B)(4).